Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed, and no anomalies were found. It was also noted that there was set screw damage.

Event description:
It was reported that during the implant the setscrew was "spun around at the rv [right ventricular] lead connector" on the implantable cardioverter defibrillator (ICD). The ICD was removed and replaced. No known patient complications were reported as a result of this event.